Event description:
It was reported the asymptomatic patient presented for a follow up in clinic. Upon interrogation, it was observed the pacemaker switched to backup vvi mode. There were programming changes completed to restore the device. There were no patient consequences.